Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system displayed an alert for high voltage impedance out of range. Technical services (ts) analyzed device data and found that the shock impedance of the right ventricular (rv) lead measured 126 ohms on the coil-to-can vector. Ts noted that the most likely cause was mineralization because the impedance values had been high, above 100 ohms, for the past year. No adverse patient effects were reported. Currently, this lead remains in service.